Manufacturer narrative:
(B)(4). The customer report of difficulty securing the compression cap over the compression sleeve was able to be confirmed through investigation of the customer photos, videos, and returned sample. The customer submitted two photos, one video and returned one connector assembly, one compression cap, and one compression sleeve for analysis. Signs of use were observed. The customer photos show the green compression sleeve partially advanced over the juncture hub threads, preventing threading of the white compression cap. The customer video shows an operator advancing the green compression sleeve with their fingers up to the distal edge of the juncture hub. They then attempt to thread the compression cap onto the juncture hub; however, as the compression cap is advanced, the green compression sleeve is pushed onto the threads, preventing them from securing the compression cap. Visual analysis of the returned sample revealed significant deformation to one end of the compression sleeve. A device history record review was performed, and no relevant findings were identified. Additional information was requested, and a response was received. The green compression sleeve was dried prio r to advancing the compression cap. The instruction-for-use (IFU) provided with this device states "wet compression sleeve with saline to slide components freely over catheter." Additionally, it states, "precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." A device history record review was performed, and no relevant findings were identified. Based on the customer photos, video, report and the returned sample, unintentional user error likely caused or contributed to this event.

Event description:
It was reported that: "during insertion, unable to screw the compression cap under the sleeve. Another kit was used oto complete the procedure. There was no harm or consequence for the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during insertion, unale to screw the compression cap under the sleeve. Another kit was used oto complete the procedure. There was no harm or consequence for the patient.

Event description:
It was reported that: "during insertion, unale to screw the compression cap under the sleeve. Another kit was used "to" complete the procedure. There was no harm or consequence for the patient.

Manufacturer narrative:
(B)(4).